Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. Additional information requested but to date has not been obtained.